Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm. Low reservoir alarm function properly during test. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with broken reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of over 400 mg/dl. The customer had abdominal pain, nausea, and headaches. The caller stated that there were no deliveries from the insulin pump. The caller stated that their doctors stated that the insulin pump was not accurate. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.